Manufacturer narrative:
Additional cases associated with this article: 3025141-2019-00450: case 1, 3025141-2019-00451: case 2, 3025141-2019-00452: case 3, 3025141-2019-00453: case 4, 3025141-2019-00455: case 6, 3025141-2019-00456: case 7, 3025141-2019-00457: case 8, 3025141-2019-00458: case 9, 3025141-2019-00459: case 10, 3025141-2019-00460: case 11, 3025141-2019-00461: case 12, 3025141-2019-00462: case 13, 3025141-2019-00463: case 14, 3025141-2019-00464: case 15, 3025141-2019-00465: case 16, 3025141-2019-00466: case 17, 3025141-2019-00467: case 18, 3025141-2019-00468: case 19, 3025141-2019-00469: case 20, 3025141-2019-00470: case 21, 3025141-2019-00471: case 22, 3025141-2019-00472: case 23.

Event description:
Article: proximal humerus nailing: a randomized clinical trial between curvilinear and straight nails, lopiz, yaiza, phd, md; garcia-fernandez, carlos, md; marco, fernando, phd, md; j shoulder elbow surg (214) 23, 369-376. Case 5: patient experienced post-operative impingement following polarus nail implantation, healing with varus collapse of the humeral head.